Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had been having seizures for about 5 years prior to the implant and was a brain tumor survivor. The patient stated that the brain tumor was prior to implant and was bedridden for 2-1/3 years prior to implant. In 2009 the patient had brain surgery and now has thalamic pain syndrome due to an injury to the right side of the thalamus during the craniotomy. Pt stated "in fact he stroked me out". This happened prior to implant. The patient now has been having seizures everyday the day after implant. The seizures were not new but they were more frequent and stronger or worse the day after implant. There was an increase in seizures which were now occurring at night. The patient felt nauseous off and on all day which was new. The patient told the rep that she was having a seizure right in front of him. She broke out in a cold sweat prior to having a seizure and then she felt sickly which then subsided. The rep told the patient "I think I know what this is from" but the patient did not know what the rep was talking about. The patient will be at the hospital tomorrow on the day of this report to have 5 tests done and mentioned that the trial went great but had been having problems the day after implant. The patient was seen by a rep at the healthcare provider (hcp) office in (B)(6) 2015. The patient never mentioned to them that she was having seizures nor any relation to her ins device. The patient was seen for a reprogramming to get more stimulation coverage where it was needed.